Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous revision surgery and the revision surgery detailed in this event occurred 2 months apart. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. It has been determined that this event is the second stage of a two stage process to alleviate a patient previous infection. Upon determination that the infection is under control and the tissue is normalized, the construct and all previous implants were removed and new components were implanted. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The compliant was to remove an antibiotic construct along with all other previous implants and replace them with new components. There was no new information regarding cultures identified in the infection, severity of the infection or any patient activities, accidents, or medical contraindications that may have contributedto the previous infection. This event is not the result of a product deficiency, failure or issue. The surgery was completed as intended and without incident. No further action is deemed necessary. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient previously had infection, spacer was put in. Surgeon went back in and removed all previous implants and implanted new ones.

Manufacturer narrative:
1644408-2021-00835 was reassessed and determined to be non-reportable.